Event description:
It was reported that a physician was attempting to deploy an integrity rx bare metal stent to treat a lesion in patient reported to exhibit severe tortuosity. The device was inspected with no issues noted. It was reported that the physician could not position the stent and had to remove from the patient. Removal difficulties were experienced and when the doctor wanted to remove the stent, it remained ¿blocked on the catheter.¿ no patient injury or clinical sequelae were reported.

Manufacturer narrative:
(Root cause undetermined as limited information available for the event). No results available since no evaluation performed (no device or procedural images for review). Evaluation conclusion: unable to confirm complaint (no device or procedural images for review). (Root cause undetermined as limited information available for the event). (B)(4).